Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, the suture sleeve slipped down the lead and when the lead was retracted to retrieve the suture sleeve, it came off the end and disappeared.